Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was exhibiting intermittent loss of left ventricular (lv) lead capture with an increase in capture thresholds. Technical services (ts) was consulted and recommended further evaluation and reprogramming options. This crt-p system remains in service. No adverse patient effects were reported.